Event description:
The customer stated that she tested her blood glucose and received a reading of 42 mg/dl using her breeze2 meter. She retested using another meter and received a reading of 173 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of the test strips. No product will be returned at this time.